Event description:
Reporter indicated that in 2002, the patient began experiencing extreme pain. Pt's toes began curling up, their body became stiff and pt became blue in the face. Family members called 911 and the patient was taken to the emergency room. Neurologist instructed ER personnel to place the magnet over the device to shut it off. In the opinion of the ER personnel, the magnet didn't seem to shut the device off becuase the patient's symptoms did not resolve. The patient's neurologist tested the device the next day and concluded that there was nothing wrong with the device. The patient's neurologist decreased programmed device setting on this day. Thirteen days later, the patient experinced the same thing again. The patient was again taken to the emergency room. The on-call doctor indicated that there was nothing wrong with the device. A different neurologist saw the patient the next day, checked out the device, and programmed the device to off. The patient has not had a seizure since the device has been programmed to off. Reporter indicated that the patient sleeps and rests on a pillow with magnets. Use of this pillow is not recommended since it has magnets and could act as magnet swipes. Further follow-up with the physician revealed that the patient was seen in 2002 and diagnostic testing resulted in nominal values. The physician indicated that the pillow was tested against the device and it did not make any activation to the device. The physician checked the eri (elective replacement indicator) flag and the device is not at end of service. The patient was diagnosed as having functional pain not related to the device. In the physician's opinion, the patient is experiencing adjustment problems in their life and is blaming other things. The device is still programmed off. Attempts to collect additional information have been unsuccessful to date.